Event description:
The initial attorney report alleged unspecified injury due to defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - patient underwent hernia repair with composix kugel mesh. (B)(6), 2005 - culture report results were positive for (B)(6). (B)(6) 2006 - it was noted that the mesh had become infected over a period of time and the granulating wound continued to drain. Patient underwent excision of infected incisional hernia mesh and repair of recurrent incisional hernia. The operative report states that "the underlying bowel often had to be dissected free from the mesh."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.